Manufacturer narrative:
The reported event of guidewire failure to advance through the lead was confirmed. As received, a complete lead was returned in one piece. Visual inspection and x-ray of the lead found the coil to be offset/damaged at the distal tip region. Guidewire insertion test was performed and found the test guidewire was restricted at the coil offset/damaged location. The cause of the reported event of the guidewire failure to advance was isolated to the coil being offset/damaged, consistent with procedural damage. The s-curve hump height was measured within specifications.

Event description:
It was reported that during an attempted implant, there was excessive resistance that the guidewire would not advance. The lead was replaced. There were no adverse health consequences, the patient was stable.